Manufacturer narrative:
D10 the product associated with the reported event is within the scope of recall ; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
As reported, approximately five years post initial left tka, the 54 y/o male patient complained of pain. The patient had a revision due to loose femur and insert. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays attached. The devices are not available for evaluation due to chain of command.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely the result of pain, which was caused by an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening or due to disassembly between the tibial insert and the tibial tray. The reason for the reported loosening and disassembly cannot be confirmed as the devices were not returned for evaluation. Failure of the cement used to secure the femoral component to the femoral bone, may have led to loosening at the cement-bone interface; however, this cannot be confirmed. A contributing factor to the reported loosening and disassembly may have been caused by patient related conditions. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.